Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location. The event was further described as ¿floor was wet¿. Renal therapy services (rts) assisted the patient with clearing the alarm. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.